Event description:
It was reported that during an implant, during the connection to the pump, the connector snapped on, but "wobbled a little". Healthcare provider did not feel comfortable using the connector and decided to use a 7578 out of an 8709sc catheter kit.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2011-(B)(6), explanted on: unk.

Event description:
Additional information: it was later reported that the surgery was a routine pump eol (end of life) replacement during which the physician tried to connect the new 8578 pump connector piece to the pump and did not like the fell of the connection. The piece was removed and not used as reported previously and returned for analysis. There was no injury, patient recovered without sequelae.

Manufacturer narrative:
Catheter: model 8578, serial#(B)(4), implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Manufacturer narrative:
Final device analysis for the catheter revision kit revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.